Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Salesforce case #(B)(4)- 8015 door open alarm display board- segment dim. The customer stated that there was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on error on 8100 unit "door open alarm". Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: error message on 8100 unit "door open alarm" . Check the administration set is correctly installed, verify that the latch close, verify the door sear is intact ID those are first to replace is the ail sensor once replace still failing with same error unit has to be sent in for services repair. (B)(4).